Event description:
Broken implant according to the pt's spouse. No additional info was provided.

Manufacturer narrative:
Discussion between the manufacturer and the pt's spouse was conducted, however, the medical info required to conduct an evaluation of the reported event has not been provided. Therefore, the root cause of the reported event is unk. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.